Event description:
Customer reported that the buttons of the insulin pump are not working. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.